Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer contact manufacturer and cancelled replacement's shipment. Customer will be using another brand per doctor's order. Most likely underlying root cause mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip: (B)(4).

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 147, 174, 149 and 115 mg/dl; results of 147 and 174 mg/dl were performed back to back. The customer's expected fasting blood glucose test result range is 97 - 107 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Due to improper storage, a back to back blood was not performed by the customer during the call on (B)(6) 2018. The product is not stored according to specification and is stored in the kitchen cabinet. The test strip lot manufacturer's expiration date is 08/28/2018 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: (B)(6).